Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a moderately tortuous and mildly calcified vessel. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, upon initial inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.